Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter, there was no lot number given and no issues and no deviations from standard procedure were reported. The complaint investigation did not describe any types of use errors that might have caused potential contamination. Therefore the complaint is not confirmed and the assignable cause is determined as no device malfunction or use error identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a clinical report of an observational study from a physician in (B)(6) of in a subject coincident with dianeal pd4 unknown and extraneal viaflex therapies. On (B)(6) 2011, the subject experienced peritonitis without septicemia and was hospitalized that same day. On (B)(6) 2011, remedial therapy began with cefazoline (ip) and ciprofloxacin (oral). On (B)(6) 2011, therapy with cefazoline and ciprofloxacin ended. On (B)(6) 2011, the subject was discharged from the hospital and recovered.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition is undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.